Manufacturer narrative:
(B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00995.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra coils 400 (pc400¿s) and a px slim delivery microcatheter (px slim). During the procedure, the physician experienced resistance while advancing the last pc400 through the px slim. After advancing part of the pc400 into the aneurysm, the physician determined that the coil was too long and decided to remove it. However, while retracting the pc400 into the px slim, the physician experienced resistance and subsequently, the pc400 broke in two pieces and approximately three centimeters of the coil¿s tail went down into the posterior cerebral artery (pca). The rest of the pc400 was removed with its pusher assembly and the procedure was ended at that point as the physician did not have a snare device to remove the part of the coil that was protruding in the pca. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 31.0, 71.0 and 90.0 cm from the proximal end. The embolization coil was detached from its pusher assembly. The pc400 embolization coil was detached from its pusher assembly and, therefore, the pc400 could not be functionally tested through the returned px slim or a demonstration microcatheter. Conclusions: evaluation of the px slim revealed that the catheter was bent along its length. If the px slim was advanced through a tortuous anatomy, damage such as these bends may occur. Further evaluation of the returned px slim revealed resistance while advancing a stainless steel mandrel through the bends of the catheter and upon removal. However, a demonstration coil was advanced through the returned px slim and out of the distal tip without an issue. Evaluation of pc400 revealed that the embolization coil was detached from its pusher assembly and the pet lock was still intact. This type of damage likely occurs if the device is forcefully retracted against resistance, the pusher assembly may elongate enough so that the pull wire will retract from the ddt effectively detaching the coil. The embolization coil was not returned for evaluation. Further evaluation of the pc400 revealed that the pusher assembly was kinked. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.